Event description:
It was reported that the patient presented with grade 4+ functional tricuspid regurgitation (mr) and thin leaflet for a triclip procedure. During the procedure, while advancing the clip through the introducer, it was noted the clip arms were more open than usual, despite tightly closing the arm positioner. This made advancing the clip introducer over the clip difficult..troubleshooting was performed and the clip was unlocked and opened in an attempt to further close the clips arms. They attempted to advance again, but this led to the clip introducer to be caught into the clip arm. The clip introducer was difficult to retract from the clip as it was attached to frictional elements of the gripper. The clip was replaced with another device to complete the procedure. The mr remained unchanged post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported difficult to insert clip introducer over clip and retraction problem of the clip introducer from the clip. However, the reported clip unable to close was not confirmed. Additionally, it was noted that the clip introducer was torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported unable to fully close the clip resulting in difficulty inserting the ci over clip and difficult ci retraction cannot be determined. The observed torn ci (material split, cut or torn); however, is related to procedural conditions associated with the difficult ci insertion and retraction and attempts to insert and remove the ci from the clip where it was stuck on the frictional elements. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with grade 4+ functional tricuspid regurgitation (mr) and thin leaflet for a triclip procedure. During the procedure, while advancing the clip through the introducer, it was noted the clip arms were more open than usual, despite tightly closing the arm positioner. This made advancing the clip introducer over the clip difficult. Troubleshooting was performed and the clip was unlocked and opened in an attempt to further close the clips arms. They attempted to advance again, but this led to the clip introducer to be caught into the clip arm. The clip introducer was difficult to retract from the clip as it was attached to frictional elements of the gripper. The clip was replaced with another device to complete the procedure. The mr remained unchanged post procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.